Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they had issues with the sensor. The customer had pain on the site. When they removed the sensor a lot of blood came out, the cannula was thick, and it split in half. Customer's blood glucose level was 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.